Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 1473 mg/dl and diabetic ketoacidosis. Reportedly, the customer experienced unconsciousness, brain fog and was on a ventilator. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, customer continued using pump for insulin therapy.